Event description:
Fascia dehiscence. Spontaneous report received in 2005 from a physician regarding a pt laparotomy and colostomy pt. One month ago the pt underwent a sigmoid resection and colostomy due to a perforated sigmoid diverticulitis, and received seprafilm. The fascia was closed and the skin was left open. Eleven days later, the pt presented with fascia dehiscence which was repaired with retention sutures. The pt recovered without sequelae. The intensity of the event was reported as moderate. It was the opinion of the physician that the event was possibly related to seprafilm. No further information was provided.